Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (550 mg/dl) and the cause was not known. Insulin injections were administered to address bg. A pump system check was performed and no device issues were identified. Bg at the time of the report was 127 mg/dl. Reportedly, after using insulin injections for insulin therapy, pump therapy was resumed. Tandem technical support advised the customer to discuss the event with a healthcare provider.